Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. The customer had was provided with instructions via email on how to reset the pump, with advice to call if the issue persisted.